Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the evaluation of the device to determine root cause, the technician observed damage consistent with mis-handling. Root cause could not be firmly established due to the observed damage. The damaged lcd display was replaced. The device was recertified and returned to the customer. Reports of this nature are typically not considered to meet our requirements for submission. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's display was cracked and not legible. Complainant did not indicate that there was any patient involvement in the reported malfunction.